Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when stapling stomach, the end of the staple line was not stapled complete and malformed. Another stapler was used to resolve the issue in order to complete the case. There was no patient injury.